Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device') and menorrhagia ('abnormal bleeding (menorrhagia)/ severe menorrhagia') in a (B)(6) female patient who had essure (batch no. 625643) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes mellitus. Concurrent conditions included obesity, gravida, parity 3, hypertension, breast tenderness, blood loss anemia and fibroids. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), irritability ("irritable"), migraine ("migraines/headaches") and vaginal odour ("foul odour/ foul odor during menses"), 2 years after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), urinary tract infection ("infection: uti"), vulvovaginal mycotic infection ("infection: yeast"), mood swings ("psychological or psychiatric problems condition : mood swings"), crying ("psychological or psychiatric problems condition : crying"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain upper ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrooesophageal reflux disease ("acid reflux"), polyp ("polyps") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain") and blood urine present ("blood in urine"). The patient was treated with surgery (hysterectomy (full) and total vaginal hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, urinary tract infection, vulvovaginal mycotic infection, irritability, mood swings, crying, migraine, dysmenorrhoea, abdominal pain upper, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, polyp, vaginal odour, blood urine present and vaginal haemorrhage outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain upper, blood urine present, crying, device expulsion, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, irritability, menorrhagia, migraine, mood swings, polyp, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal odour, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: there were 3 visible coils on each side current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2010: uterus (119 grams): leiomyomas uteri, benign proliferative phase endometrium and chronic endocervicitis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record-acid reflux, irritable, mood swings, crying, headaches, foul odour, menorrhagia and cramping. Most recent follow-up information incorporated above includes: on 2-jul-2019: pfs received. This case became incident. Previously reported event injury nos was replaced with new events from pfs- expulsion of essure device, abnormal bleeding (menorrhagia)/ severe menorrhagia, infection: uti, infection (bladder) urinary tract/vaginal) type: yeast, irritable, mood swings, crying, migraines, headaches, dysmenorrhea (cramping), pain, vaginal discharge, fatigue, weight gain, acid reflux, polyps, foul odour/ foul odor during menses, blood in urine were added. Medical history, concomitant drugs and lab data were added. Lot number was added. Reporter information was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device') and menorrhagia ('abnormal bleeding (menorrhagia)/ severe menorrhagia') in a 41-year-old female patient who had essure (batch no. 625643) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included gestational diabetes mellitus. Concurrent conditions included obesity, multigravida, parity 3, hypertension, breast tenderness, blood loss anemia and uterine fibroids. On (B)(6) 2008, the patient had essure inserted. In june 2008, the patient experienced vaginal discharge ("vaginal discharge"). In 2009, the patient experienced vaginal odour ("foul odour/ foul odor during menses") and migraine ("migraines/headaches"), 2 years after insertion of essure. In 2009, the patient experienced vulvovaginal mycotic infection ("infection: yeast"), urinary tract infection ("infection: uti") and fatigue ("fatigue"). In june 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and irritability ("irritable"). In april 2015, the patient experienced gastrooesophageal reflux disease ("acid reflux"). In december 2015, the patient was found to have blood urine present ("blood in urine"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), polymenorrhoea ("two menses lasting well over 7 days"), mood swings ("psychological or psychiatric problems condition : mood swings"), crying ("psychological or psychiatric problems condition : crying"), abdominal pain upper ("pain - stomach"), polyp ("polyps") and anaemia ("anemia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) and total vaginal hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, dysmenorrhoea, polymenorrhoea, vaginal discharge, vaginal odour, vulvovaginal mycotic infection, urinary tract infection, irritability, mood swings, crying, migraine, abdominal pain upper, fatigue, weight increased, gastrooesophageal reflux disease, polyp and anaemia outcome was unknown and the menorrhagia, vaginal haemorrhage and blood urine present had resolved. The reporter considered abdominal pain upper, anaemia, blood urine present, crying, device expulsion, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, irritability, menorrhagia, migraine, mood swings, polymenorrhoea, polyp, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal odour, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: there were 3 visible coils on each side current weight 284 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2010: uterus (119 grams): leiomyomas uteri, benign proliferative phase endometrium and chronic endocervicitis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: events: anemia, polymenorrhea, vaginal bleeding, device monitoring procedure was not performed were added. Event outcome of bleeding and blood in urine were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device') and menorrhagia ('abnormal bleeding (menorrhagia)/ severe menorrhagia') in a 41-year-old female patient who had essure (batch no. 625643) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes mellitus. Concurrent conditions included obesity, multigravida, parity 3, hypertension, breast tenderness, blood loss anemia and uterine fibroids. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), irritability ("irritable"), migraine ("migraines/headaches") and vaginal odour ("foul odour/ foul odor during menses"), 2 years after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), urinary tract infection ("infection: uti"), vulvovaginal mycotic infection ("infection: yeast"), mood swings ("psychological or psychiatric problems condition : mood swings"), crying ("psychological or psychiatric problems condition: crying"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain upper ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrooesophageal reflux disease ("acid reflux"), polyp ("polyps") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain") and blood urine present ("blood in urine"). The patient was treated with surgery (hysterectomy (full) and total vaginal hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, urinary tract infection, vulvovaginal mycotic infection, irritability, mood swings, crying, migraine, dysmenorrhoea, abdominal pain upper, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, polyp, vaginal odour, blood urine present and vaginal haemorrhage outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain upper, blood urine present, crying, device expulsion, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, irritability, menorrhagia, migraine, mood swings, polyp, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal odour, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: there were 3 visible coils on each side. Current weight: 284 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2010: uterus (119 grams): leiomyomas uteri, benign proliferative phase endometrium and chronic endocervicitis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record-acid reflux, irritable, mood swings, crying, headaches, foul odour, menorrhagia and cramping, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.